Manufacturer narrative:
A supplemental report will be sent when the technical investigation is completed by hill-rom.

Event description:
It was reported to hill-rom that a likorall 250 es caused visible "sparks" when the multi-connector strips made contact with the multi-station pin. No pt impact.